Event description:
The surgeon implanted a cc4204bf collamer lens but the haptic broke while it was being inserted. The incision was enlarged to remove the lens but sutures were not required. The facility stated it was unknown as to why the haptic broke. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.